Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of right-side tremors after waking from a nap and attempted to activate their neurostimulator, receiving the message: "contact your clinician, the neurostimulator is providing less than the requested therapy," with service code 1098. The patient contacted a manufacturer representative and was advised to call the company. The meaning of the 1098 message was reviewed, and the patient confirmed this was the first occurrence of such an issue, usually keeping the device in the same setting. Upon synchronizing with the equipment, the patient saw service code 1703 and unexpected values, with the left side at 3.1 and the right at 1.8, though they expected the right side to be around 4. The patient confirmed no recent falls, traumatic accidents, or medical tests except for an MRI conducted a couple of months prior. The issue was not resolved through troubleshooting, and the patient was advised to consult their healthcare provider for further assistance.